Event description:
Info received indicates, the bed could not be placed into trendelenburg.

Manufacturer narrative:
The tech found that the gas springs were frozen and could not be moved. He replaced the gas springs and trendelenburg functioned properly.